Manufacturer narrative:
Batch review performed on 06 march 2023: lot 2116066: (B)(4) items manufactured and released on 19-jan-2022. Expiration date: 2027-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional components involved: gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 2109874: (B)(4) items manufactured and released on 09-nov-2021. Expiration date: 2026-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot. 2201059: (B)(4) items manufactured and released on 24-mar-2022. Expiration date: 2027-07-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of infection and the pathogen was unknown. At about 4 months from the primary the surgeon removed the implants and implanted an antibiotic spacer. The surgery was completed successfully.